Event description:
It was reported there is a local sync loss in telemetry unit for the patient information center ix. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
The philips field service engineer (fse) rebooted all access points (aps) which resolved the issue. This lead to minimizing sync loss and eventually the sync loss stopped and all aps and wireless devices were up and running again. The exact cause of the issue is unknown. Based on the information available and the testing conducted, the cause of the reported problem was unable to be established. The reported problem was confirmed.the device was operational after the reboot was performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.